Event description:
It was reported that the user experienced repeated ¿scan error¿ messages with a freestyle libre 3+ sensor and the ilet app with subsequent successful sensor replacement. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health or medical care. User support included troubleshooting and education for sensor communication issues. Investigation of this case revealed a reported sensor scanning failure consistent with a sensor or communication malfunction, with no contributory ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely device component malfunction of the external glucose sensor or user-environment interaction leading to scan failure.